Manufacturer narrative:
Method: x-rays were reviewed.

Event description:
The surgeon (dr. Glen (B)(6)) stated the fixation of the plate failed. The plate was removed and revised with an extended plate #70-0313. The patient was 4-6 weeks post op when the new fracture developed.